Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. The device was not returned for analysis as the lens was destroyed. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when a zcb00 model intraocular lens(iol) was folded it had a crease in it and was destroyed. Additional information received stated that the event was observed when inserting lens into the eye. The lens was partially inserted but there was no injury to the patient and no medical/ surgical interventions such as vitrectomy, incision enlargement or sutures were performed. Procedure was completed successfully using backup lens. No further information available.